Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while trouble shooting for another case, the rep discovered that the gantry's accuracy was off. The issue was resolved on call when the trackers were re-calibrated and the accuracy was showing that it's good. There was no patient present when this issue was identified.